Event description:
Per complaint (B)(4), a patient experienced throbbing pain a few weeks after implantation. Additionally, the patient experienced redness around healing abutment and pain from abutment loosening. The implant was extracted.

Manufacturer narrative:
Follow-up submitted to report device evaluation. Updated for report submission date and to report device evaluation results. Updated for device return date, for reporter information, for analysis awareness date, and for report type and follow-up number. Updated for follow-up type, for device evaluation status, and for method, result and conclusion codes.